Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's wife reported via phone call of a blank screen from the insulin pump. The customer's blood glucose reading was unknown. The wife stated that there was a lot of rain and the pump got wet. The wife stated that the screen stopped working and went blank. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.